Event description:
Dental implant failure.

Manufacturer narrative:
The doctor reported that the implant was removed due to fracture. No further patient complications were reported. The implant was no yet returned to manufacturer for evaluation. In case any new or additional information will be gained from item investigation, a follow-up report will be sent. Manufacturer's trend analysis show that implant fracture is a low-rate adverse event, which is common for endosseus dental implants in clinical use.